Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 250 units of insulin. The customer's blood glucose level was 147 mg/dl. As the customer did not have an additional cartridges available at the time of the reported event, the customer confirmed manual injections would be used until a cartridge is able to be loaded.